Manufacturer narrative:
A device history record review was performed and determined that there were no nonconforming events identified during production of this product code and lot number. All acceptance criteria were met for this lot. Five lids relating to this complaint were received for evaluation. Visual observation of the lids confirmed the reported issue of ¿broken lids¿. The lids have fractures of varying size around the rim of the lid. Three of the lids have fractures on one side and two of the lids have fractures on two sides. There is not enough information available to determine a root cause; however, a possible root cause was determined to be shipping and distribution. Based on the information available and the investigation findings, a formal investigation is not deemed necessary at this time. The reported condition could not confirm a manufacturing defect. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states they received a shipment of sharps containers with (5) five broken lids: the lids were mainly cracked and some pieces were broken off.